Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process, which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload. There is no objective evidence that supports the device caused the patient¿s adverse event. At this time, it cannot be fully determined what may have caused the patient¿s fluid overload event. Fluid overload is a known complication in end stage renal disease and it is not uncommon for patients to experience fluid overload events. Additionally, while hospitalized the patient reportedly became dehydrated, which was most likely due excess ultrafiltration and due to use of increased strength pd solution. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported hospitalization due to fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized due to fluid volume overload characterized by shortness of breath and lower extremity edema. It was unknown if the patient¿s fluid overload event was device related; however, there have been no reported allegation of a liberty select cycler malfunction or product deficiency associated with the fluid overload event. Information obtained through additional follow-up revealed the patient was experiencing decreased mobility (unknown reason) and became more wheelchair dependent. Per the nurse, due to the patient¿s decreased mobility the patient developed edema in their legs. While hospitalized, the patient continued pd therapy with a switch to 4.25% strength pd solution. The nurse indicated the 4.25% strength solution led to dehydration due to too much ultrafiltration (volume unknown). It is unknown what treatment, if any, was rendered for the patient¿s dehydration. Further details surrounding the patient¿s hospitalization course are unknown as the hospital discharge summery is unavailable. The patient recovered from the fluid overload event and was discharged to rehabilitative services for strength training via physiotherapy to help the patient walk.